Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no any obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). However, the root cause could not identified. The following is included in the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.